Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and the imaging window detached in the lapjoint section. The imaging window was not returned for analysis. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed a good unit wave form. Imaging testing could not be performed due to the detached imaging window.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During use, the image became dark. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was detached.